Manufacturer narrative:
The drill attachment was rec'd by the MFR and the complaint was confirmed. Internal components were evaluated and the upper bearings were missing the required lubrication. If lubrication is not present, heat can be generated among rotating components, due to excessive friction. Improper cleaning/sterilization techniques can contribute to the loss of lubrication within these components. The drill attachment could not be repaired and therefore was not returned to the user facility.

Event description:
It was reported that during a craniotomy, the drill attachment heated up. Backup equipment was used to complete the procedure, causing a 3 min delay. No pt or user injury was reported, and no other adverse consequences were alleged with this event.